Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. Prior to a lots release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. The lot met all defined acceptance criteria and was released. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports the syringes were cracking up the barrel.